Event description:
In 2002, the broviac catheter was found to be malfunctioning. The catheter was found to be occluded. The right chest area was puffy, red and swollen. Broviac catheter was removed and found to have five (5) pinpoint holes. No blood return was also noted prior to removal. A new catheter was inserted in the same area. The next day and following day, the site was found to be free of edema and bruising.